Event description:
Customer's granddaughter reported that the customer received meter reading that was higher than she felt and experienced shaking and "shooting pains in her legs". Customer's son called paramedics and customer was transported to a local hospital, diagnosed with hypoglycemia; however, they reportedly received insulin and orange juice as treatment which is inconsistent with the diagnosis. In addition, the hospital nurses advised customer to call adc as their meter was "reading 100 points higher than the hospital's meter". Customer could not recall the adc meter reading. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.